Event description:
A caregiver called to report that the patient has not used the meter for some time and does not know how long the meter had a power issue. Patient was taken to the hospital back in june because of a heart attack and high bg and does not know if the power issue happened back then. Batteries have been replaced and the meter still does not power on. Ccr was unable to resolve the issue. Sending patient a replacement meter.